Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was awakened by the device alarm indicating a low blood glucose level of 79 mg/dl. The patient ate a cookie and went back to bed. Shortly after, the device alarmed again due to low blood glucose level of 54 mg/dl. The patient reported panicking, being sweaty and had a piercing headache. The patient checked the device history and identified a unexpected insulin delivery of 23.6 units around 0200. The paramedics were called and checked the patients blood pressure and patients blood sugar at home. The paramedics monitored the patient until his blood glucose reached 96 mg/dl. No further medical interventions were required.